Event description:
The customer reported that they did not hear the alarms for a cardiac episode. It was reported that the patient required emergent care.

Manufacturer narrative:
(B)(4). It was reported that the patient required emergent care. It was discovered that the reason for not hearing the alarms was found to be a low volume settings set by the user. The volume was reset to a higher pitch resolving the issue. Setting the alarm volume is adequately described in the product labeling (IFU). No further investigation or action is warranted.